Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with a note that stated, "broken door." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was broken. The device door could not be properly closed due to broken door roller. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller is leaving the device door assembly in the open position exposing the device door roller to contact damage. This report represents all the info known by the rptr upon query by hospira personnel.